Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2024-03333, 1220908-2024-03343, 1220908-2024-03334, and 1220908-2024-03354 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the clinical file indicates the customer was performing CPR during the analyses. Per the x-series operator's guide, the rescuer must stop CPR while the patient's rhythm is analyzed to determine whether it is shockable. If the rhythm can be identified as unlikely to convert, CPR can be resumed faster rather than delivering ineffective shocks. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.